Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01626. This report is being submitted as additional information. Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 7 months. Device evaluation: the reported low speed, low flow, and pump stoppage events were confirmed via the submitted system controller log files. Log file contained approximately 21 days of data, spanning from (B)(6) 2018 at 23:52 to (B)(6) 2018 at 12:23, and captured the device operating as intended until (B)(6) 2018 at 2:46 when low speed/flow alarms were flagged in conjunction with a pump stoppage event. The device was supported with the power module when the alarms occurred. Following this event, the device resumed normal operation above the low speed limit for the remainder of the log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s percutaneous lead; however, a specific cause for the low speed/flow alarms and pump stop event cannot be conclusively determined through the evaluation of the returned portion of percutaneous lead. A distal end percutaneous lead repair was performed by a technical services representative on (B)(6) 2018. The approximately 18 inches segment of percutaneous lead replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the patient was placed back on a grounded patient cable and it was reported that the patient incurred more low speed and pump stoppage alarms. Additional submitted log file contained approximately 23 days of data, spanning from (B)(6) 2018 at 8:57 to (B)(6) 2018 at 8:29, and captured multiple low speed/flow alarms and pump stop events on (B)(6) 2018 while the device was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s percutaneous lead; however, a specific cause cannot be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted into the hospital on unspecified date due to a pump stoppage observed during device interrogation in clinic. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2018 at 2:46 am while the vad was connected to the mobile power unit (mpu). This may be linked to percutaneous lead (driveline) issue. The x-ray images showed two areas of concern. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that 3 inches from the exit site were replaced. All tests passed. There were no issues noted after the patient went back on the grounded patient cable. On (B)(6) 2018, post repair log file analysis completed by the manufacturer¿s technical services representative revealed that there were several pump stoppages captured while on a power module patient cable, indicating that the wire damage may be internal. The patient was placed back on batteries, and ungrounded cable was provided. The patient was evaluated for candidacy for a heart/kidney transplant. No further information was provided.